Manufacturer narrative:
Analysis of historical records orthofix srl checked the internal records related to the controls made on the device code 99-93100 lot v1398947, before the market release. No anomalies have been found. The original lot, manufactured in 2015, was comprised of 30 devices. All of them have already been distributed to the market. According to orthofix srl historical records, this is the first notification received from this specific device lot. (Please refer also to MFR report number 9680825-2015-00075). Technical evaluation the technical evaluation on the returned portion of the device involved, received on november 19, 2015, is currently on going. Medical evaluation the information made available on the case was sent to our medical evaluator. A preliminary medical evaluation is being performed and will be finalized once the results of the technical evaluation are available. As soon as further information and/or the results of the technical investigation become available, orthofix srl will provide you with a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6); surgeon name: dr. (B)(6); date of surgery: (B)(6) 2015; body part to which device was applied: proximal humerus; surgery description: fracture treatment; patient's information: (B)(6), male; previous health condition: good; problem observed during: into treatment/post-operative; event description: "during insertion of wires, two of them broke where the thread ends. One wire was left in the proximal humerus. It was possible to remove the second one as when it broke it was not completely inserted." The complaint report form indicates: the device failure caused adverse effects to patient -un-retrieved device fragments; the surgery was completed with used device (for the wire left on patient's bone); the surgery was not completed with the second used device: replacement wires code 99-93100 were immediately available to complete surgery the event did not lead to a clinically relevant increase in the duration of the surgical procedure; an additional surgery was not required; copies of operative reports are not available; copies of the xrays images are available; (B)(4).

Manufacturer narrative:
Analysis of historical records orthofix srl checked the internal records related to the controls made on the device code 99-93100 lot v1398947 (lot marked on component code 93100, lot g082), before the market release. No anomalies have been found. The original lot, manufactured in 2015, was comprised of (B)(4) devices, for a total of (B)(4) wires (each package contains two wires). All of them have already been distributed to the market. According to orthofix srl historical records, this is the first notification received from this specific device lot. (Please refer also to MFR report number 9680825-2015-00075 follow up 1). Technical evaluation the two portions of returned devices, code 99-93100 lot v1398947 and code 99-93100 lot v1403635, received by orthofix srl on november 19, 2015, were examined by orthofix srl quality engineering department. The devices were subjected to visual and dimensional check as per orthofix srl design and product specifications. The visual check evidenced the breakage of the wires in the threaded part. The dimensional check did not evidence any anomalies. The involved devices were then sent to an external laboratory for the failure investigation. The results of the technical analysis evidenced: the conformity of the devices material to orthofix srl specifications. Ge to the main axis of the threaded wire. The fracture surface is bright and the morphology is typical of a torsional overloading fracture. The deformation of the material shows a preferred orientation in clockwise direction, indicative of a torsional stress. For both wires it is confirmed a ductile morphology, with microvoids (dimples) in the central part and stripes oriented in clockwise direction in the peripheral area of the section, consistent with a torsional overload fracture. The results of the technical evaluation confirmed that the devices were originally conforming to design and material specifications. Orthofix failure analysis concluded that the failures observed are most likely to be attributable to a torsional overload occurred during the application of the devices. Medical evaluation the information made available on the case together with the results of the technical investigation, was sent to our medical evaluator. Please find below an extract of the medical evaluation: "in this case we have three images. One shows the fracture more or less reduced in a reasonable position. The other two show different views with threaded wires in place. The lateral view shows 5 wires and one looks as though it has been inserted through the greater tuberosity; this wire has bent distally in a sharp curve, perhaps when it came against the medial humeral cortex, which is quite thick at this point. There is no sign that this wire has broken. The other image is more from an ap direction, and shows 6 wires. One looks short but this is probably just foreshortened because of the angle. There is in addition a short dark line near the medial cortex but I think that this is an artefact. From the information given it is uncertain why these wires broke. The patient had the planned treatment finished in the correct time, so was not inconvenienced. All we can say from the information provided is that it is likely that these wires were loaded beyond their design criteria." Additional medical evaluation following the issuing of the technical analysis: "the technical analysis confirms our conclusion that these wires were loaded beyond their design criteria because of local factors relating to the application." Final comments the results of the technical evaluation confirmed that the devices were originally conforming to design and material specifications. Orthofix failure analysis concluded that the failures observed are most likely to be attributable to a torsional overload occurred during the application of the devices. The medical evaluation evidenced as follow: "all we can say from the information provided is that it is likely that these wires were loaded beyond their design criteria. The technical analysis confirms our conclusion that these wires were loaded beyond their design criteria because of local factors relating to the application." Based on the results of the technical evaluation performed on the returned devices, that evidenced their conformity to orthofix srl specifications, and on the evidences deriving from the medical evaluation, orthofix srl can conclude that the problem occurred is not device related. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6); surgeon name: dr. (B)(6); date of surgery: (B)(6) 2015; body part to which device was applied: proximal humerus; surgery description: fracture treatment; patient's information: born (B)(6), male; previous health condition: good; problem observed during: into treatment/post-operative; event description: "during insertion of wires, two of them broke where the thread ends. One wire was left in the proximal humerus. It was possible to remove the second one as when it broke it was not completely inserted." The complaint report form indicates: the device failure caused adverse effects to patient -un-retrieved device fragments; the surgery was completed with used device (for the wire left on patient's bone); the surgery was not completed with the second used device: replacement wires code 99-93100 were immediately available to complete surgery the event did not lead to a clinically relevant increase in the duration of the surgical procedure; an additional surgery was not required; copies of operative reports are not available; copies of the x-ray images are available; (B)(4)